Manufacturer narrative:
Updated field: codes b11 and b14 have been added to section h6 to capture the service history review and device history record review of the subject device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head image was blurred and indistinct. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: broken cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a broken cable caused the image to become blurry and unclear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head image was blurred and indistinct. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head image was blurred and indistinct. There were no reports of patient harm.